Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: circuit board failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the failure of the printed circuit board was confirmed, it is assumed that the failure of the printed circuit board caused the event of image not being displayed. The cause of the electrical problem of the circuit board was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was no output from the digital visual interface signal port. The issue was identified during the inspection for use and there were no reports of patient harm.